Manufacturer narrative:
Product event summary: the hvad pump ((B)(4)), and controller ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed no abrasions on the upper/lower housing ceramic surfaces or on the superior/inferior surfaces of the impeller. Pathology report revealed evidence of thrombus within the pump. This is an additional observation not related to the reported event. Failure analysis of (B)(4) revealed that the device passed functional testing; visual inspection of the controller under 10x magnification revealed hairline cracks around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on the investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Analysis of (B)(4) log files revealed that power consumption was within the normal operating range during the analyzed period leading up to the event date. Log file analysis also revealed a controller power up and motor start event logged on (B)(6) 2018 at 11:43:39. The data point logged on the controller's internal logs prior to the controller power up, logged on (B)(6) 2018 at 00:51:48, revealed that battery (1) was connected to power port 1 with 22% relative state of charge (rsoc) and battery (2) was connected to power port 2 with 19% rsoc. The data point after the controller power up event, logged on (B)(6) 2018 at 11:44:15, revealed that no power source was connected to power port 1 and battery (3) was connected to power port 2. The controller was without power for 2 days, 10 hours, 49 minutes, and 26 seconds. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. The manufacturer has initiated an internal investigation to capture events involving the controller losing power. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0/(B)(4), expiration date: 02/28/2018,UDI#: (B)(4), device available for evaluation: yes, return date: 03/07/2018, device evaluated by manufacturer: yes, device manufacture date: 02/28/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Hx: mracumar and aspirin 100mg.

Manufacturer narrative:
Controller/(B)(4)/cat#1420de-2.0 controller/exp. Date 28feb2018, mfg. Date: 28feb2017. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported from the site that the patient was found dead on the floor connected with a controller but without any batteries connected to the controller. It was stated by the site that there were no reported issues with the pump or any or the peripherals. It was stated that the pump and peripherals would be returned to the manufacturer. No further patient complications have been reported as a result of this event.